Event description:
According to a translation of a report received from the initial reporter based on medical records reviewed, the pt was admitted to the hosp in november 1996 and had the aortic valve replaced due to "the presence of an aneurysm of the aortic valvular ring apparently of infectious eziopathogensis."